Manufacturer narrative:
Product event summary: the full lead was returned, analyzed,and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated damage at implant. The analyst also noted that the lead was returned with the helix bent within the sleevehead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, a lead was attempted but could not be implanted as the helix did not fully extend even after an excessive number of turns. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure, a lead was attempted but could not be implanted as the helix did not fully extend even after an excessive number of turns. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.